Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace (ha) curved blade instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece, approximately 0.40" x 0.10" was not returned and was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches found on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause was attributed to mishandling or misuse. As of 24-aug-2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the procedure log with the information provided (part #480275-08 / batch/lot #l90211226-0056) resulted in no additional information due to insufficient sequence number information. Review of the provided image is consistent with the alleged complaint of a broken instrument. No further escalations required for the image review. This complaint remains a reportable event due to the following conclusion: failure analysis confirmed the report of instrument breakage and that a broken fragment was missing. The reported failure mode could result in the missing fragment fall inside the patient during a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the harmonic ace (ha) curved blade instrument was broken, and a piece fell into patient. The reporter confirmed with clinical customer that the fractured part was completely removed, and no broken fragment remained in patient. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace (ha) curved blade instrument was inspected prior to use. The instrument was used for about 1-2 hours prior to the issue. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with the other instruments or tool. The instrument was not removed during the procedure. According to the customer, dissection was being performed when the issue occurred. The surgeon believed the instrument quality problem was the cause of the instrument fracture. No additional surgical procedure was required to remove the fragment, and no post-operative tests were performed. There was no injury to the patient. The patient did not return to the hospital for any post-surgical complication.